Event description:
Per the clinic, the patient experienced an extrusion of internal magnet following an MRI. Surgery to replace the magnet is planned, but has not yet been performed as of the date of this report.